Event description:
PICC placed to patient. Easily placed. Clave placed to purple lumen. During flushing leaking noted. Lot# again refx5564. PICC line changed over wire to different PICC line and lot number. Was told by bard that refx5564 would be taken out of circulation so this would no longer be a problem. We had received replacement product, but this lot is again circulating. Manufacturer response for PICC line, (brand not provided) (per site reporter). Seven investigations open with bard, we have requested the outcome of the closed investigations. This has been ongoing since prior to march. Bd complaint file no, filed by, lot number status: (B)(4), refy1242 pending investigation closure; (B)(4), refx5564 case closed; (B)(4), refx5564 case closed; (B)(4), refx5564 pending investigation closure; (B)(4), refx5564 pending investigation closure; (B)(4), refx5564 pending investigation closure; (B)(4), refx5564 complaint contact in progress.